Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pull wire was retracted out of the distal tip of the pusher assembly, and the embolization coil was detached. This typically occurs during a detachment attempt. Further evaluation revealed that an unknown substance was present inside the pusher assembly distal tip. The unknown substance may have contributed to the coil not detaching initially during the procedure. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coil (smart coil), a smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the smart coil into the target location and attempted to detach it using the handle; however, the smart coil would not detach. The physician then attempted to manually detach the coil but the smart coil still would not detach. Therefore, the physician decided to retract the smart coil. While retracting, the smart coil unintentionally detached in the microcatheter. Subsequently, the physician pushed the detached smart coil into the target vessel using the pusher assembly. The procedure was completed using non-penumbra coils and a non-penumbra handle. There was no report of an adverse effect to the patient.